Event description:
Perforation occurred when using locator 3d. After the placement of the middle septum of the right ventricular in the new implantation, the patient complained that he did not feel well, so continuous pressure measurement, fluoroscopy, echo, etc. Were confirmed. Fluroscopically, considering the possibility that the patient had moved from the attention septum to the hinge (although there was no pericardial effusion on the echo), the patient's condition stablized after a thoracotomy to stop the bleeding site. A subsititute (epicardial lead) was used and the procedure was terminated.

Manufacturer narrative:
Upon receipt of the complaint, centerpoint systems immediately requested additional information in order to determine what further action, if any, is required, as well as to clarify what took place during the event. Centerpoint has not received any additional information indication if/how the device was invovled in the perforation and/or how the device malfuncitoned. Although there is no indication of device malfunction or that the cps locator 3d delivery catheter was directly involved in the perforation, centerpoint is submitting this medical device adverse event report out of caution to ensure all regulatory requirements are met. No further informaiton or conclusions are available at this time.